Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2012 due to rv pacing impedance changed from approximately 400 to 1200. Rv threshold changed from 4.0v at 0.3ms to 6.5v at 1.0ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).